Event description:
During ventilation, the display screen began flickering and displaying color lines throughout the display. The therapist could not clear or reset the display error. The ventilator was removed from service and sent to biomedical engineering (bme). Bme verified the error and noted on equipment history that an upgrade was performed. Bme contacted the manufacturer and arranged shipment of the display back to them for analysis and warranty repair.======================manufacturer response for ventilator , critical care, avea (per site reporter).======================bme arranged a return material authorization (RMA) to ship back defective display for analysis and repair.